Manufacturer narrative:
The lens was returned in the well area of the lens case. Viscoelastic was observed on the lens. The lens had been cut into two pieces. Narrow scratches were observed near the cut sections. The lens was swabbed with klrp to removed the viscoelastic. One optic portion had a large scraped area near the edge on the posterior surface. The scraped area has a grainy appearance due to the damage. This damage was most likely interpreted as the reported white, patchy participate. No foreign material was observed other than the dried viscoelastic. Associated products were not provided. It is unknown if qualified associated products were used. The reported foreign material was not observed. The lens had a large scraped area on the posterior surface. The scraped area has a grainy appearance due to the damage. This damage was most likely interpreted as the reported white, patchy participate. This was extensive damage. This type of damage would occur if qualified associated products were not used and if adequate viscoelastic was not placed in the delivery system used. It is unknown if qualified associated products were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the next day when patient came for review they noticed proliferation on the optic surface of the lens, which is a found dense white patchy precipitate on the inferior surface of the iol of size 1mm*3mm which was not getting washed/removed in spite of repeated washing. Hence surgeon had to explant the lens and implanted another lens in secondary procedure.